Event description:
Reportedly, a gsi spaceseal device was placed in the surgeon's hernia kit instead of a gsi spacemaker - product code 174016. Upon using the incorrect product, the pt's peritoneum was perforated.